Event description:
Customer hospitalized due to high blood glucose. Backlight anomoly. Found backlight remains non-functional after battery change. Ran the 7.2 test pump passed. Ran high pressure test, pump passed.